Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an irritation of the skin on the right external femur of patient was identified postoperatively in the postanaesthesia care unit. The hypospadias operation was performed in supine position with the device and a monopolar switch pencil with needle electrode. The patient return electrode was glued at the back. During the operation there were no abnormalities. The test protocols were added and no malfunctions were detected on the generator. A photo submitted showing the skin at the thigh part with skin burn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an irritation of the skin on the right external femur of patient was identified postoperatively in the postanaesthesia care unit. The hypospadias operation was performed in supine position with the device and a monopolar switch pencil with needle electrode. The patient return electrode was glued at the back of patient. During the operation there were no abnormalities noted. The test protocols were added and no malfunctions were detected on the generator. It has been subsequently reported that the child is suffering from neurodermatitis and it is an overly sensitive reaction to the disinfectant. A photo submitted showing the skin at the thigh part with skin burn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.